Event description:
Additional information was received reporting: the impella access location: femoral. Impella access side: right. Impella access type: percutaneous. Impella access vessel: artery. Survival outcome at explant: successfully weaned (survival).

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, device in wrong position, the cause of the positioning issue was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The device could not be rewired once moved back across the aortic valve. Successful insertion was noted and upon removal of intra-aortic balloon pump the impella came out and the physicians were unable to cross the aortic valve. The impella was removed and rewiring was not possible so another impella was opened. The serial number for this impella pump possibly could be (B)(4). The senior clinical consultant believes this serial number to be correct going by inventory. This is one of two related reports. This report represents the first impella cp and another report was submitted for the second impella cp. Refer to section h10 for the related report number.

Manufacturer narrative:
B1: added serious injury. B5: added the clinical review. D4: corrected serial number and UDI. H1: corrected to serious injury. H6: omitted f1903.

Event description:
An impella cp device was inserted via the right femoral artery in a 55-year-old male patient. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. During support, the device could not be rewired once moved back across the aortic valve. After successful insertion and removal of the intra-aortic balloon pump (iabp), the impella came out and physicians were unable to cross the aortic valve. The impella was removed and rewiring was not possible, so another impella was opened. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
Corrected information was provided in a2, a3a, a3b, a4, a5, a6, d3, and d8. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in b2. Upon review, it was identified that it was inadvertently omitted from the follow-up report #4. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position was most likely use issue related since the the pump was moved across the valve during iabp removal.

Manufacturer narrative:
D4 and h4, product information, and d6a, implantation date, have been added.